Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. Ileus occurred around 10 days after surgery. Reoperation was performed and malformed staple was found in the cavity. The surgeon considers it caused ileus. The malformed staple was retrieved from cavity. The pt recovered.